Event description:
It was reported that the wake button became detached from the pump. There was no reported adverse impact to the customer's blood glucose level. The customer received a replacement pump for continued insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.